Event description:
Information was received that this smiths medical cadd cassette reservoirs experienced high-pressure alarm on pump. Subsequently, the patient switched to a different cassette, which resolved the issue. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information received that the event occurred during use and the patient switched to a different cassette. No patient or clinical injury reported.